Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/19/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle as well as on at the distal end of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. Signs of blood were observed on the c-ring at the distal part of the cannula. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring cut¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, c-ring on hp2 sheath split. Damage occurred outside of the patient leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, c-ring on hp2 sheath split. Damage occurred outside of the patient leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.